Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was re-assembled and re-installed to resolve the issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported no inspiratory flow sensor alarm. There was no report of patient involvement.